Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried body fluid around the helix. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a deformed stretched-out helix. The helix difficulty, damaged/defective, contamination at user site, and difficult to position allegations were confirmed based on the helix mechanism test result due to the helix being deformed. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted during implantation. The physician attempted to position the lead on the left bundle area but was unable to achieve an optimal placement. The lead was extracted from the patient, and it was suspected to have tissue trapped on the helix mechanism. The tissue was removed and the helix mechanism was subsequently tested. Helix extension and retraction difficulties were noted at this point and the helix was suspected to be damaged. The helix mechanism was reported to be turned around 20 times. This lead was replaced with the same model prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted during implantation. The physician attempted to position the lead on the left bundle area but was unable to achieve an optimal placement. The lead was extracted from the patient, and it was suspected to have tissue trapped on the helix mechanism. The tissue was removed and the helix mechanism was subsequently tested. Helix extension and retraction issues were noted at this point and the helix was suspected to be damaged. The helix mechanism was reported to be turned around 20 times. This lead was replaced with the same model prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis.